Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint biometric lens was working intermittently on the station. The field service engineer (fse) disabled the power management settings and confirmed in the hardware test application (hta) that the biometric component was being recognized. The fse inspected the unit, re-seated the usb connections, and cleaned the biometric lens. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint bioid lens was working intermittently on the 5n medstations. The team had already completed the standard troubleshooting steps, including addressing dry skin and re registering fingerprints. There were no adverse events or injuries reported based on this event.